Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. The visual inspection revealed the device broke into several pieces. Not all pieces were returned. The clinical/medical investigation concluded that, it was reported during a total hip replacement surgery, the r3 offset impactor tip broke inside of the patient. All the pieces were recovered, and x-ray was done to confirm removal. The provided photo and visual inspection findings were reviewed, but do not indicate a clinical root cause of the reported event. As well, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The procedure was resumed, after a non-significant delay, with an smith and nephew back-up device. The patient was not injured as a consequence of this problem. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of instructions for use for care, maintenance, cleaning and sterilization of smith & nephew orthopedics devices revealed that visually inspecting for damage or wear, including components in their disassembled state prior to re-assembly as well as ensuring components are re-assembled securely is indicated. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a thr surgery, the r3 offset impactor tip- while inserting r3 three hole acetabular shell using the r3 offset shell impactor and mallet offset impactor tip broke inside of the patient. All pieces were recovered, and x-ray were taken to ensure/confirm everything was removed and nothing was left inside of the patient. The procedure was resumed, after a non-significant delay, with an s+n back-up device. The patient was not injured as a consequence of this problem.